Manufacturer narrative:
H3 device evaluation: the lens was returned dry in a microcentrifuge vial. Visual inspection found no visible damage to the lens. Dimensional inspection found the lens to be within specifications. Claim # (B)(4).

Event description:
The reporter indicated that a 12.6mm vticm5_12.6, -11.5/+1.5/089 (sphere/cylinder/axis) implantable collamer lens was implanted into the patient's right eye (od) on (B)(6) 2021. On (B)(6) 2021 the lens was exchanged with a same sized different model lens due to lens rotation and the problem was resolved. The cause of the event is reported as unknown. Reportedly, the "initial toric lens got rotated twice and suspected zonular weakness. Since the patient was unhappy with it, exchanged the same with spherical lens leaving cylinder as residual."

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. No similar complaints reported for units within the same lot. Claim # (B)(4).